Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. Upon device interrogation, the left ventricular lead exhibited loss of capture. X-ray revealed lead had dislodged. The lead was explanted and replaced without any adverse consequences to the patient.